Manufacturer narrative:
Corrected data: d6: implant date is unknown. Additional manufacturer narrative an event regarding a revision of patient's left distal femur implant was reported. The event was not confirmed. Method and results: product evaluation and results: visual inspection: not performed as no items were returned. Dimensional inspection: not performed as no items were returned. Functional inspection: not performed as no items were returned. Material analysis: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement, the date of implant is unknown. The surgeon has requested a revision device but has not provided the reason. The CT scan shows radiolucent lines along the stem between the cement mantle and the bone and there are osteolytic legions observed especially near the bone resection. This may confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 16sept2016 with no reported discrepancies. Complaint history review: a complaint history review could not be performed as the failure mode was not provided by the customer. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays, return of devices, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
A patient specific implant prescription form was received for patient's impending revision of patient's left distal femur.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific implant prescription form was received for patient's impending revision of patient's left distal femur.